Event description:
It was reported that during a bypass to a sleeve gastrectomy, after the use of two separate devices a triangle piece of metal was noticed in the patient. The piece of metal was retrieved from the patient. No clips were needed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4) batch # unk. Additional information was requested, and the following was obtained: did this alter the procedure in any way? ¿ procedure was completed successfully is this piece also available to returned for analysis? ¿ no the hospitals policy is to keep everything were there any issues with the jaws of the stapler (visibly damaged)? ¿ no visual damage were there any issues with the closing trigger (loose, floppy, stuck in the open or closed position)? ¿ none of those were there any issues with the firing trigger (loose, floppy, stuck in the open or closed position)? ¿ no issues investigation summary: this is an analysis for a photo submitted to ethicon endo-surgery for evaluation. During the visual analysis, the following was observed: the photo shows a plastic container with 13 needle/suture pieces and a small piece could be observed on the number 5. Based on the pictures provided the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance.